Event description:
The pt reportedly was not able to hear when using the device. The pt was seen at the center for device eval. External equipment was exchanged. However, the problem was not resolved. Testing conducted confirmed that the device was no longer functioning. Surgery has been scheduled to explant the device.